Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report#: 1627487-2018-11842, reference MFR. Report#: 1627487-2018-11843, reference MFR. Report#: 1627487-2018-11845. It was reported the patient's leads have migrated to the neck. X-rays confirmed the issue. As such, the patient will undergo surgical intervention as the next course of action.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2018-11842. Reference MFR report: 1627487-2018-11843. Reference MFR report: 1627487-2018-11845. Follow-up information revealed that the patient underwent surgical intervention on (B)(6) 2018 during which the patient had her occipital leads repositioned. Additionally, patient¿s left supraorbital lead was repositioned because the tip was superficial. Stimulation was reportedly restored postoperatively.